Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, omsc presumed that the reported phenomenon was attributed to insufficient reprocessing by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to osh.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after the inspection, it was found that the air/water nozzle was clogged. The intended procedure was gastroscopy. The field service engineer of olympus china (osh) checked the subject device and found that there were foreign materials inside the air/water nozzle. The field service engineer of osh changed the air/water nozzle directly on-site, so it was unknown what foreign materials were. There was no report of patient injury associated with the event.